Event description:
The customer returned the duodenovideoscope which is an Olympus asset with no reported complaint. During the evaluation of the device, server plug-in had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.